Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Correction: reporting institution phone provided # (B)(6).

Event description:
The customer reported that the device displayed spo2 is incorrect. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the devices in question. Bench repair tested the unit against the rigel patient simulator with spo2 finger sensor. Results of functional testing confirmed there was no errors detected and the device worked as expected.based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed.at the time of testing by the bench repair, the device worked to specification. We can only confirm that the cause of the reported issue could not be determined. No further investigation or action is warranted.

Event description:
Philips received a complaint on the intellivue mp2 sn (B)(6) indicating the device displays wrong spo2 and pulse values. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.